Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician visually observed that the insulation of the left bundle branch (lbb) lead body appeared twisted. The lbb lead was not used and replaced. There were no patient consequences.